Manufacturer narrative:
Correction: h1 to n/a. Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon further review and evaluation of associated risk documentation, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803. Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-3373-4001 sheath, hf, tap/fen, 1 stopcock for 4.0 mm scope serial/batch number (B)(6) was received for investigation. Functional testing with the console and water found that the instrument is leaking by the stopcock and the black button. Visual inspection revealed that a slightly bent on the shaft, damage at the tip and signs of wear and tear. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. The device manufacturing date is dec-20-2020.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/11/2024, it was reported by a sales representative via (B)(4) that an ar-3373-4001 has water pouring out of the button. This occurred during use in a case with no patient effect.